Manufacturer narrative:
The evaluation and repair of the ventilator has not yet begun. Covidien reference # (B)(4).

Manufacturer narrative:
(B)(4). The replaced pump was received for investigation. Visual inspection showed no issues with the bearings. The pump was installed into a test ventilator, and allowed to cycle for over 36 hours in ventilation mode. It was periodically checked, and no abnormal noises were heard. The customer reported complaint of a noisy pump was not verified.

Event description:
It was reported by a customer in (B)(6) that, during patient use, the ht50 ventilator pump generated a loud noise. The patient was transferred to another ventilator. There was no reported patient injury.